Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report was created due to update on evaluation conclusion code.

Event description:
It was reported that the battery life of this pacemaker went from one year remaining to three years after about six months from the last physician visit. The boston scientific technical services (ts) explained how there can be some variation in the calculation, particularly with this older family of devices. To date, the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery life of this pacemaker went from one year remaining to three years after about six months from the last physician visit. The boston scientific technical services (ts) explained how there can be some variation in the calculation, particularly with this older family of devices. To date, the pacemaker remains in service. No adverse patient effects were reported.